Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The (B)(4) clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic results from sodium (na) cells 1 and 2. The service documentation revealed that the buffer valves were likely the cause of the failure. The fse replaced buffer valve 1 and 2 for cell 1 and 2 in/out, replaced cell 1 and cell 2 buffer syringes and wash syringe, and replaced and aligned the sample probe. Additionally, the fse replaced the cpu board, swapped sample syringe assemblies, and replaced the 3 way valve and the sample syringe case. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified erratic na results from cells 1 and 2. Therefore, the complaint event was confirmed.

Event description:
The complainant reported erratic results from sodium (na) cells 1 and 2. Additionally, there was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.